Event description:
Report 2 of 2. This is a non-us event. This occurred in canada. Consumer reported upon removal of a tampon the pledget fell apart into 2 pieces. She manually removed the remaining pledget piece from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.